Event description:
Pt underwent implantation of a synchromed pump and catheter in 1998 for intrathecal infusion of lioresal for intractable spasticity related to multiple sclerosis. The pt underwent explantation of the pump and catheter in 1999 due to infection. The hcp could not provide culture results. The pt was treated with antibiotics and has recovered from the infection.